Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. Visual inspection of the adenoid tip revealed the tip remained intact with a slight melt back of the clear housing near the corner of the electrode wire. The damage to the housing appeared to be excessive usage of the tip of a high power setting. Review of the lot history record revealed no anomalies. End of report.

Event description:
It was reported there was a piece of plastic flashing coming from the area next to the blade. There were no patient consequences.